Event description:
It was reported that the valve was explanted after 54 months of implantation. The reason for the explant was not reported, as no other details were provided.

Manufacturer narrative:
The device was not returned for evaluation.